Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was engaged and would not release until carefully pulled apart at the trigger. A new device was used to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.